Event description:
The customer reported being in the emergency room due to high blood glucose over 900mg/dl. The customer stated that she did not feel well and was vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the customer to run a manual prime and the insulin did exit. The time and date was wrong and set up for april. Assisted the customer to correct the time and date as well the basal rates. The bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.